Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had recurring no del alarms during prime and during therapy. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer states they had tried different cannula lengths. The customer states the sites were rotated, site locations with sufficient sub-q tissue were being selected and they avoid inserting into areas with scarred tissue customer states the tubing was not bent or kinked. Customer states they had tried all remedies. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.